Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and tiredness. Upon implantable pulse generator (ipg) interrogation, it was noted that the battery had depleted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.